Manufacturer narrative:
Occupation: occupation is lay user/patient. The meter and test strips were requested for investigation, however, the customer states there are no strips remaining to return. The customer has not returned any product. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 378397) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek vantus meter serial number (B)(4) compared to the dade innovin laboratory method. The result from the meter at 6:55 p.m. Was 3.1 inr. The result from the laboratory within 1 hour was 4.6 inr. The customer's therapeutic range is 2.5 - 3.5 inr. The customer's coumadin was held for 1 day based on the laboratory result. There was no allegation that an adverse event occurred. The customer is in stable condition.